Event description:
It was reported that after an initial bunion surgery on (B)(6)2024, all hardware was removed and replaced during a revision surgery on (B)(6)2025 due to nonunion. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6)2024, all hardware was removed and replaced during a revision surgery on (B)(6)2025 due to nonunion. According to the surgeon, plate placement and patient non-compliance likely contributed to what the patient experienced. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the available information, the most likely cause is plate placement during the initial bunion surgery and patient non-compliance. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.